Event description:
The patient reported, he changed the battery on his insulin infusion device and now the device will not power back on. He stated that 2 days ago, he received an a2 (low battery) warning and continued to use the battery. He said when he received a second a2 warning, he decided to change the battery. To troubleshoot, the patient was instructed to remove the battery and reinstall it. The patient did so, but the device would not power on. The patient stated he tried several new batteries to make sure the issue was not with the battery. He stated, the battery cap has been in use for 2 battery changes. The patient was then instructed to install the same battery and battery cap in his backup infusion device and the device turned on without error. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.